Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported he received on (B)(6) 2011 within ten minutes the following erratic readings on his freestyle lite blood glucose meter: 419 mg/dl and 119 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. Although the customer also reported he experienced symptoms of fatigue and dry mouth, those symptoms reportedly occurred on (B)(6) 2011. Therefore there is no indication that an adc product contributed to the customer's symptoms as they occurred prior to the reported readings. There was no report of death or serious injury associated with this event.